Manufacturer narrative:
Concomitant product: 503452 lead, implanted: (B)(6) 1997.

Event description:
It was reported that the right atrial lead had failed and the right ventricular lead had an impending lead failure, but no further information was available. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.